Manufacturer narrative:
Vyaire field service representative went onsite to evaluate the device. Service representative ran ventilator at various settings for over two hours. No issues noted. Noticed power plug was bent out of shape. Performed alarms check. Performance test passed. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped oscillating when applied to a patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.